Manufacturer narrative:
Evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to be correct. Per procedure, a flow test was subsequently performed on the unit for 43.5 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit: calculated normalized (2.5%) specification range 4.89 5.02 4.50 --- 5.50 the flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. A review of all records related to the manufacture of lot 06n020 has been conducted, which revealed no evidence of defects or exceptions related to the reported condition during inspection, testing and manufacturing of the product lot. The product met the acceptance criteria for release. The manufacturing facility has been made aware of this report through baxter's complaint handling system. The manufacturing facility will continue to monitor similar incidents for possible trends.

Event description:
National complaint coordinator (ncc) for baxter japan reported an alleged overinfusion observed on an infusor device during patient infusion via intravenous injection. The device was filled with 5-fu and an unknown diluent for a total fill volume of 230ml. The patient access site was a needle connection. The location of the access site was unknown. The drug volume of 230ml was reported to have been infused in 39 hours. The expected infusion duration was 46 hours. The flow restrictor was indicated to have been on the same location as the device. A patient control module was not used. The device was not use prior to the incident. It was unknown whether or not the device was exposed to a heat source. There were no reports of injury or medical intervention associated with the reported condition.

Manufacturer narrative:
The device involved in this incident was received by the manufacturing plant, and an evaluation has yet to be completed. Upon completion, the evaluation results will be provided in a follow-up report. A review of all records related to the manufacture of the product lot has been requested, and will be provided in a follow-up report.